Manufacturer narrative:
The reported event of insulation damage was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found procedural damage to the insulations and coil at 6.6 cm from the connector pin. The cause of the reported event is consistent with procedural damage.

Event description:
It was reported that during an implant procedure that a lead insulation was found to be damaged. The lead was not used and the physician elected to complete the procedure with a different lead. The patient condition was stable.